Manufacturer narrative:
No conclusion can be drawn at this time as the investigation into this issue is ongoing. Once additional information is available, a follow-up medical device report will be submitted. (B)(4).

Event description:
The customer reported that two donor samples that originally tested positive with the roche cobas taqscreen mpx test, us ivd, tested negative for hcv with the cobas ampliscreen hcv test, us-ivd. The customer indicated that the donor blood units were not released based on the roche cobas taqscreen mpx test, us ivd results. The first donor sample was tested on (B)(6) 2009 with the roche cobas taqscreen mpx test, us ivd and was eia positive for hcv. The second donor sample was tested on (B)(6) 2009 with the roche cobas taqscreen mpx test, us ivd (no serology data were provided). For this sample, the customer indicated that the sample, when tested with the roche cobas taqscreen mpx test, us ivd, was adjacent to a highly positive hcv sample. There was no additional information provided (i.e., eia result).